Event description:
Clinical study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure , the patient had stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.8x19.5mm, 80% stenosed lesion located in the proximal left anterior descending artery (prox lad). The physician treated the target lesion with pre-dilation, and successful placement of a taxus liberte' 2.75x20mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. Two days after the implant procedure, the patient had st confirmed by angiography. Patient required a tvr for 100% lesion stenosis. The physician treated the lesion with angioplasty balloon. The post treatment lesion had 6% diameter stenosis. In the opinion of the physician, the relationship of the st and tvr to the taxus liberte' stent is definitely. The patient was taking aspirin and plavix at the time of this cardiac event. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.